Event description:
Additional information from the patient reported that the patient was never able to resolve the device never working. She eventually just turned it off. The patient repeated information stated previously regarding the implant surgery but also detailed that she had requested the right side be used for implant. The doctor told her he was not able to use the right side and thus the left side was used anyways.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. It was reported that the patient had experienced a loss or change of therapy and that the patient's device had never worked since implant. They had to put on the left side and it never worked. The patient tried turning it on with the battery and followed instructions and it never worked. The patient reported that she wants it out as she needs a MRI. During the trial, the left side did not work and they still put it in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.